Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the stimulator was irritating the patient¿s nerves. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient¿s condition was not stimulator related and there was no device malfunction. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the stimulator was irritating the patient¿s nerves. The patient underwent an explant procedure.